Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrumiq infusion pump indicated the infusion was complete yet the bag was still full during patient infusion. The reported event details indicate that a new 100 ml bag of insulin was hung at 2100 and the infusion running at 10 units/hr (10 ml/hr). At 0400 the pump beeped infusion complete but the bag hanging was still full. The infusion was changed to a new pump. This occurred in the intensive care unit. There was patient involvement but no patient injury. No additional information is available.